Event description:
It was alleged that the tip broke inside pt. The doctor had to make incision bigger in order to get tip out. There was a 30 minute delay to the case.

Event description:
It was alleged that the tip broke inside pt. The dr had to make incision bigger in order to get tip out. There was a 30 minute delay to the case.